Event description:
Found during routine testing. The customer called and reported that the device will not operate on battery power. When physio-control evaluated the device, it operated properly on battery power, but physio replaced the battery at the customer's request. When the battery was charged overnight and then installed in a test device mock up at the physio-control failure analysis center, the device mock up operated in a low battery state, but lost power when the defibrillator charge button was pressed.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the battery and determined that root cause for the reported problem was that it contained two shorted cells.